Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the customer experienced difficulty charging the pump with the usb cable and the wall adapter. Replacement charging supplies were sent to the customer. Customer's blood glucose was 273mg/dl.